Manufacturer narrative:
The biomedical engineer (bme) reported that the rns in 36 north had a black display even after resetting. They tried testing the hd cable on another rns, and it worked, but not on this device. They were provided with an exchanged device, since other troubleshooting efforts were not successful. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the rns in 36 north had a black display even after resetting.